Event description:
This is a report about liquid leakage. According to the customer report, liquid leakage occurred when a 21g winged needle was used to puncture the rubber septum section during use. The end user is (B)(6) animal hospital, located in (B)(6). Additional information: we received a message from a customer saying they had accidentally discarded the defective item. Could you proceed without the actual product?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a device history review was conducted. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
No additional information.